Manufacturer narrative:
Per the report, the balloon was slow to deflate after deployment of the cypher stent. There was no patient injury. There is no further information forthcoming. Based on the limited information, it is not possible to draw a conclusion between the device and the event. A non sterile cypher sds us was received. The body revealed multiple kinks and bends. The stent was not returned. The balloon was found partially inflated. Returned cypher sds was attached to a lab sample syringe. Inflation and deflation of the balloon was performed without problems. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirments for product acceptance. The failure reported by the customer could not be confirmed.

Event description:
Following deployment of a cypher stent, the balloon was slow to inflate (approx. 11 seconds). There was no patient injury. The hospital will not provide the patient demographic information. The ratio in the inflation device was approximately 1:1, contrast and saline. The physician did not meet any resistance while either advancing the catheter to or across the lesion site. The balloon inflated normally and the inflation appeared normal and even under fluoro. The sds was inflated to 12-14 atms for approximately 40 seconds.